Event description:
A report was received that during a lead revision procedure, a pocket revision also occurred. The pocket revision was due to the pocket location being too painful. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.